Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the constrained liner (inner bipolar component dissociated from the outer component).

Event description:
It was reported that the patient's left hip was revised due to dissociation of the constrained liner (inner bipolar component dissociated from the outer component).

Manufacturer narrative:
An event regarding disassociation involving a trident liner was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: the trident liner was retuned for evaluation. Damage consistent with explanation observed on the poly liner. The uhr bipolar head had disassociated from the liner while the metal ring disassociated from the poly liner. -clinician review: no medical records were received for review with a clinical consultant. -device history review: not performed as lot number is unknown. -complaint history review: not performed as lot number is unknown. Conclusions: it was reported that the patient was revised due to disassociation of the constrain liner. Visual inspection: the trident liner was retuned for evaluation. Damage consistent with explanation observed on the poly liner. The uhr bipolar head had disassociated from the liner while the metal ring disassociated from the poly liner. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.